Manufacturer narrative:
Section h6: health effect - clinical code: 4868 - hemodynamic instability. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported syncopal episodes and left ventricle findings could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed multiple low flow hazard alarms. According to the account, these alarms occurred in the setting of a small and collapsed left ventricle. The system controller event log file contained events from 31oct2023 through 01nov2023, per the timestamps. Multiple, transient low flow hazard alarms were captured on 01nov2023. No other notable events or alarms were captured. The pump appeared to function as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for mlp-037128 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 ¿introduction¿ of this document lists adverse events, including other neurological events (not stroke-related), that may be associated with the use of the heartmate 3 lvas. Section 1 also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6: health effect : clinical code: 4868 : hemodynamic instability. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that that patient presented with syncopal episodes and low flow alarms. An echocardiogram (echo) was completed, and the left ventricle was small and collapsed. The pump speed was decreased. Log files were submitted for review and contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) was elevated. These flow readings did not appear to be the result of any external equipment malfunction.